Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and medical intervention. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The diabetic nurse reported that the patient's blood glucose (bg) reached greater than 13.9 mmol/l (250 mg/dl) and that the patient was not able bring down her bg level. The patient had to go see her diabetic nurse who gave the patient a manual injection (exact amount was not provided) to help bring down her bg levels. There was no further information provided related to the event. The diabetic nurse reported three related complaints ((B)(4)).